Event description:
It was reported that during a pulse field ablation (pfa) procedure using a farawave pfa catheter the patient experienced pulseless electrical activity (pea). After 4 ablations to the left superior pulmonary vein (lspv) the patient developed an agonal rhythm before the physician's determined the patient had pea. Advanced cardiac life support was started, and the patient was placed on extracorporeal membrane oxygenation (ECMO). The procedure was cancelled at this time and the patient was admitted to the hospital. The physician could not determine the cause of the pea at this time. The catheter was disposed by the facility and will not be returned as the device performed as expected during the procedure and there were no reports of any performance concerns.